Event description:
It was reported to medtronic minimed that the customer reported that the location of the damage was at the case of the battery tube side, blank display, the pump was exposed, and frozen display. The customer stated that the keypad was unresponsive. The customer reported a blood glucose value of 346 mg/dl. The customer experienced hyperglycemia and was treated with an insulin pump and manual injection. The event involved product(s) mmt-1884l, unk_disposables, and unomedical. Troubleshooting was performed for the fluid in the pump, and the customer went swimming with the pump. Troubleshooting was performed for the keypad anomaly, and the pump was not exposed to a change in altitude. Troubleshooting was performed for the blank display, cosmetic damage, and the serialized device was replaced. Troubleshooting was not performed for the high blood glucose. No further patient complications were reported. No product return is required for mmt-1884l, unk_disposables, and unomedical

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap was attached and locked into place properly. The pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to critical pump error (open book image) alarm. Unit was downloaded and no relevant alarms were noted via adapt and baat tool. The pump was cut open to perform a visual inspection, and evidence of moisture damage was found on the electronic assembly, isolated to the electronic stack. During visual inspection, the following cosmetic damages were found: scratched case, cracked battery tube, cracked corner of belt clip rails, cracked case, cracked battery threads, stained keypad overlay, and pillowing keypad overlay. In conclusion, the critical pump error (open book image) alarm was confirmed, problem was isolated to the electronic stack due to corrosion. ,customer concerns of a display anomaly, keypad intermittent button response, and frozen screen were not found/unknown due to the open book alarm. Customer's concern of a cracked battery compartment was confirmed when a cracked corner of belt clip rails, cracked case, cracked battery threads, and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.